Event description:
Externalized conductors were noted via diagnostic imaging. The lead was extracted. Patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.3-14.1cm from the distal tip. The rv conductor etfe coating was abraded at this location.